Manufacturer narrative:
Samples were returned for evaluation. Six of the eight samples returned were found to have leakage through cracked hubs, confirming the complaint. The cause of the product issue is being investigated through CAPA (B)(4) based on several complaints with similar failure modes experienced by customers.

Event description:
Catheter hub cracked.